Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because product was returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported patient taxotere infusion was down to the last few ml in the bag. The nurse squeezed the drip chamber of the tubing and it disconnected from the IV bag. Approximately 5 mlof taxotere dripped on nurse's hand, the infusion pump and the floor. The chemo spill kit was opened and the spill was cleaned up per protocol.".